Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep called to report the device has been overdischarged 3 times and the last one was within months. The previous times were unknown. The hcp was going to replace the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to see if someone would call the patient due to having no communication, which was unknown if affects were with the recharger or the patient programmer. The caller was not familiar with spinal cord stimulators, but was calling to help the patient. The patient had been unable to use the ins from approximately late march or early april. The caller indicated that the patient stated they were supposed to meet with a rep in the doctor¿s office either (B)(6) or (B)(6) and the issue of no communication occurred about 1 week prior to the doctor¿s appointment (2018). The caller indicated that the patient had a return of pain and they needed the stimulator. No troubleshooting could be done due to a lack of access to the product. The event occurred in 2018. It was indicated that the patient would be contacted by the caller and advised to call in for troubleshooting with either the overdischarge or programmer issue. Additional information was received from the patient the next day reporting that they were not able to charge their ins for a long time. The patient stated that the last time they were able to charge it was about six months ago. It was reviewed the possibility of an overdischarge. The patient was redirected to follow-up with their healthcare provider (hcp). The patient stated that ¿they got it going once before¿. When the patient was asked about when this occurred ¿once before¿ they stated over six months ago. The patient mentioned that the healthcare provider (hcp) had scheduled a rep to meet with them to check the stimulator, but the rep did not work with the scs so the patient actually never had their stimulator checked by a rep like they were going to. The patient was redirected to follow-up with their hcp to address the possible overdischarge. The patient stated that because they could not charge their scs they were in severe pain. The patient stated that the severe pain began ¿at least 5 to 6 months¿ ago. The possible overdischarge began over a month ago in 2019. The prior/possible overdischarge/occurring once before occurred over six months ago. The patient¿s severe pain began about 5 to 6 months ago (date, month and year unknown). No further complications were reported/anticipated.